Event description:
The customer stated that she has been experiencing high blood glucose levels. The customer stated that the insulin pump has not been delivering or alarming. The customer also stated that she was hospitalized due to high blood glucose levels, and stated that insulin was not exiting from the tubing. Troubleshooting was performed, and the insulin pump passed the prime test. The time and date were programmed correctly, but the customer didn't know if the basal rates were correct. Advised to speak with hcp about the basal rates. The customer didn't have a tubing clamp for the high pressure test. Tubing clamp shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.